Event description:
Patient reported via regulatory agency events of "sudden and intense pain/pressure over heart with burning and numbness down left arm. Capsular contracture (baker grade unknown), and pain. Implant folding chronic breast inflammation and gel bleed". This is for the right side. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5109408. A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade unspecified and gel bleed."